Event description:
It was reported that an erbe electrosurgical unit (esu/generator) was involved in a patient incident during a polypectomy in the ascending colon. No information was provided regarding any accessory used in the procedure or the settings of the equipment employed. Per the report, there was postoperative bleeding. To resolve the bleeding the patient underwent a right hemicolectomy and was in the hospital for four (4) days. Then, it was reported that the patient died. No information was provided in regards to the cause(s) of the patient's death.

Manufacturer narrative:
The electrosurgical unit (esu/generator) was thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The esu was/is within specifications, and all features were/are functioning properly. The chronological data at the time of the procedure stored in the generator was reviewed. The data revealed that the unit's endocut q mode was used (effect 3, cutduration 2, cutinterval 6). The power output during activations was typical. No warning or error messages were displayed by esu. Additionally, no anomalies were found in the device history record (DHR) of the involved generator. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Bleeding is a known, procedure-related risk of any polypectomy. The bleeding necessitated a hemicolectomy. No specifics were provided regarding the patients. As a result, no conclusive determination could be made as to the cause(s) of the event. Erbe USA, inc. Is now closing the file on this event.